Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate.

Manufacturer narrative:
The reported issue (that the catheter balloon would not deflate) was inconclusive - poor sample condition. No physical sample was returned for evaluation. However; photo of the involved product was provided. The photo showed a catheter with a balloon inflated. No other defects were observed. Functional and dimensional evaluations could not be conducted due to that no physical sample was returned for evaluation.

Event description:
It was reported that the catheter balloon would not deflate.